Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 4:28/4:29pm on (B)(6) 2017, he obtained alleged inaccurately high blood glucose results on the subject meter of ¿101, 107, 108 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he did not take any medication at the time of the reported issue; he indicated that at 4:28/4:29pm he consumed food and drink. He reported that 30 minutes to 1 hour later, he developed symptoms of ¿confusion, unstable in the mind, hallucination and no balance¿. He reported that the emergency medical services (ems) were contacted and a blood glucose result of ¿34 mg/dl¿ was obtained on the ems meter at 5:30pm on (B)(6) 2017. No other treatment was reported by the patient. During troubleshooting, the patient confirmed that the subject meter had been set to the correct unit of measure. The cca noted that the patient¿s test strips had been incorrectly stored in different vials and he had incorrectly obtained blood from his forearm, invalidating the results obtained on the subject meter. Education on the correct test strip storage and testing technique was provided to the patient. The patient¿s meter was requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.